Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was not delivering and was getting trapped in infusion tube. Customer removed infusion set and stretched it and was able to see insulin flow. Customer then realized that cannula was bent. Customer had low blood glucose of 45 mg/dl and treated with food. Customer also reported of having high blood glucose of 441 mg/dl and treated with insulin pump. Customer had symptoms of high blood glucose. Customer's symptoms were thirst, headache, stomach ache and didn't feel well. During troubleshooting, it was found that infusion set had air bubbles. Insulin pump passed high pressure test.